Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for routine implant of the right ventricular lead. The physician found the initial placement of the lead unideal. The helix was unfolded several times and eventually became damaged. The procedure was successfully completed with a replacement lead. The patient was in stable condition.

Manufacturer narrative:
The reported event of helix mechanism issue was confirmed. As received, a complete lead was returned in one piece with the helix found retracted and clogged with dried blood/tissue. X-ray inspection found overtorque of the inner coil consistent with procedural damage. After cleaning, the helix could extend and retract by applying torque directly at the connector pin. The cause of the reported event of helix mechanism issue was isolated to the helix being clogged with blood/tissue and overtorque of the inner coil. Visual and x-ray inspections of the lead did not find any anomalies except for procedural damage.